Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized last year for high blood glucose levels. The customer could not recall if she was diagnosed with diabetic ketoacidosis. Nothing further was reported.